Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was damaged and the device was out of calibration. The cutter was replaced and device recalibrated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during maintenance it was found the device needs recalibrated defective cutter need to be replaced. These defects discovered during maintenance have not caused any problems or endanger users or patients. Investigation found the cutter was damaged and did not pass the mesh test.